Manufacturer narrative:
Health impact and evaluation codes: updated. No photos or product was returned therefore an investigation could not be completed. A device history record (DHR) review showed there were no issues, nonconformance's reported during the manufacturing of the reported lot number. No corrective actions were taken as the complaint was not confirmed. If the product is returned the manufacturer will re-open the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cuff leak/deflate upon intubation. No injury. Customer confirmed for the quantity affected: five (5) trachs.